Event description:
A low readings issue was reported with the adc device. Customer reported receiving unspecified low readings obtained on the adc sensor scan and, as a result, the customer's caregiver administered initial treatment of oral sugar. After an unknown amount of time, unspecified low readings were obtained on the adc sensor scan in comparison to unspecified readings obtained on the built-in reader. As a result, the customer was a symptomatic but was administered "3 iu novorapid" insulin for treatment by their caregiver. No further treatment was indicated. There was no report of death or permanent injury associated with this event. Sensor results of 43 mg/dl and 45 mg/dl were compared to built-in reader readings of 356 mg/dl and 374 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving unspecified low readings obtained on the adc sensor scan and, as a result, the customer's caregiver administered initial treatment of oral sugar. After an unknown amount of time, unspecified low readings were obtained on the adc sensor scan in comparison to unspecified readings obtained on the built-in reader. As a result, the customer was a symptomatic but was administered "3 iu novorapid" insulin for treatment by their caregiver. No further treatment was indicated. There was no report of death or permanent injury associated with this event. Sensor results of 43 mg/dl and 45 mg/dl were compared to built-in reader readings of 356 mg/dl and 374 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.